Event description:
It was reported that the patient presented to clinic for a routine followup. The lead had high pacing lead impedance and high capture threshold. The rep expressed concerns of a possible lead abrasion. The lead will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.